Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pocket discomfort and pain at the implantable cardioverter defibrillator (ICD) device site. It was also reported that the device was being used with a single coil lead only, but it triggered a false alert for measured high impedance on the superior vena cava (svc) coil. A pocket revision was performed. The device remains in use. No patient complications have been reported as a result of this event.